Event description:
It was reported that in a specific stored episode, there was noise observed on the right ventricular (rv) lead on both the pace and sense channel and the shock channel. The noise was oversensed by the cardiac resynchronization therapy defibrillator (crt-d) device resulting in pacing inhibition with asystole of 2.2 seconds observed before an escape beat occurred and then pacing resumed through the noise. The rv impedances were noted to be stable and within normal specification ranges. The healthcare provider stated there were no documented procedures at the time of this episode. Boston scientific technical services discussed checking with the patient for any possible electromagnetic interference sources and to consider monitoring while performing isometrics and pocket manipulation testing. The products remain in-service. No patient symptoms or adverse patient effects were reported.